Event description:
The customer reported to olympus that during use of the evis exera iii colonovideoscope, broken brush head was found inside of the suction button housing/suction channel opening. The customer reported that the scope was clean using the aer reprocessor and micro tested after arrival from repair. The scope was then used on a patient and during the procedure, broken brush was noticed inside the scope channel. The event occurred during a colonoscopy diagnostic procedure. There was no report of patient harm or user injury associated with this event. Additional information received from the customer that during the procedure the patient had poor bowel prep, the surgeon was having difficulties suctioning and tried to remove the suction button to check if the button was blocked by feces; however, later notice that the button was stuck. The surgeon was able to remove the button by twisting it around couple of time and the scope was also unblock using toothpick to remove foreign object. The procedure was completed using the same device.

Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the no fault or issue was found with the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the suggested event occurred in the following mechanism. I) brush got broken inside the subject device during quality assesment. Ii) with the broken brush head unremoved, the device was sent back to the user. Iii) the brush head remaining inside the device was not detected during reprocessing, microbiological test, and inspection before procedure. The following is included in the instructions for use (IFU): ¿inspection of the endoscopic system: inspection of the suction function: 1 depress the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump. 2 release the suction valve. Confirm that suction stops and that the valve returns smoothly to its original position. 3 depress the suction valve and aspirate water for one second. 4 release the suction valve for one second. 5 repeat step 3 and 4 several times and confirm that no water leaks from the biopsy valve. 6 remove the distal end of the endoscope from the water. Depress the suction valve and aspirate air for a few seconds to remove any water from the instrument channel and suction channel." "Manually cleaning the endoscope and accessories: brush the channels: be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk.¿ olympus will continue to monitor field performance for this device.